Event description:
This is a spontaneous report by a nurse from the USA of abdominal pain and peritonitis with culture positive for gram positive organism in a (B)(6) male patient coincident with dianeal pd2 ambuflex and extraneal viaflex therapies. During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient experienced abdominal pain and peritonitis and was hospitalized the same day. Treatment for the events were not reported. The patient's peritoneal dialysis catheter was removed and dianeal pd2 ambuflex and extraneal viaflex therapies were discontinued. The patient was switched to hemodialysis to allow the patient's peritoneum to recover without a catheter in place. On (B)(6) 2010, the patient was discharged from the hospital and the patient was recovering from the events at the time of reporting. Per the nurse, the events of abdominal pain and peritonitis with culture positive for gram positive organism were not related to dianeal pd2 ambuflex and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. This event involves two baxter products. This medwatch is being submitted for the first of those two products. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10i13036 and h10d070113) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the root cause for this incident was unable to be determined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.